Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. A supply change was performed/customer reloaded the cartridge to address the issue. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.